Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there were leakage and fissure at the blue connector of the palindrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was leakage and fissure at the blue connector of the catheter. It was reported that the adapter was tightened by hand. It was also stated that tego was utilized with the device and tightened by hand as well. Octenisept was typically the cleaning agent used to clean the device and they allow it to dry thoroughly prior to applying ointments to the area. Connector of a new kit was used to resolve the issue. The device was removed and there was no insertion of a new device. There was no reported patient injury.